Manufacturer narrative:
Customer's meter was returned and tested with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, a similar reading of 304 mg/dl was found in the meter memory log.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 305 mg/dl compared to a lab result of 119 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.